Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during dwell 3 of 3. The home patient stated that a small tear in the tubing was seen. The technical service representative assisted the home patient to end therapy. The sample was discarded. Per the home patient's nurse, there was no patient injury or medical intervention associated with this report.